Event description:
It was reported that (1) atb45 was used during an unknown procedure. It was reported by the affiliate that it was impossible to reopen the stapler. Opened another device to complete the case. There was no adverse pt outcome.